Event description:
It was reported that during follow-up in clinic, the patient presented with low out of range impedance on their right ventricular lead. It was noted that via fluoroscopy no insulation defect was revealed. The lead was capped and replaced on (B)(6) 2022. The patient was in stable.